Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump¿s clock was losing time. The reporter stated that at 5:00 pm the pump¿s clock read 3:05 pm. The reporter denied that the time had been manually changed and denied any environmental exposure to magnetic fields. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged loss of time on the pump¿s clock remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2013 with the following findings: evaluation revealed black box shows 2 manual time changes on 6/5/13 from 12:42pm to 11:00am and from 3:19pm to 5:07pm. A timekeeping accuracy test was performed; the pump was keeping time accurately. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.